Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubies and drawers had failed. A field service engineer removed the cubies and reseated all cables and wires. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a complete failure of its cubies and drawers, rendering them unrecoverable. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.